Manufacturer narrative:
Submit date: 6-jun-2017. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The unit was sent to a service center for repair. Upon triage, a technician confirmed the reported condition. The unit has been repaired, updated, tested and recertified per procedure. The unit was restored to proper operation.

Event description:
According to the reporter, on (B)(6) 2017, the kangaroo epump shuts on/off. No patient involved. No additional information available.